Event description:
Report received from the USA stating that the device does not function. The device was not used in surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The reported problem of "does not function" was confirmed. During the pre-repair diagnostic assessment, the cable and wire were found damaged. If additional information becomes available, a supplemental report will be sent. Ref: (B)(4).